Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The device was noted to be in a suboptimal position, with the inlet directed toward the patient¿s septum. The medical team was unable to torque the inlet towards the apex as intended. The patient¿s condition was critical, requiring a massive transfusion to maintain mechanical circulatory support. Twelve units of fresh frozen plasma and red blood cells, along with ten liters of fluids, were administered. Additionally, approximately six liters of blood were identified in the patient¿s abdomen, and a liver rupture was observed. The medical staff successfully managed the patient¿s bleeding. The impella device was subsequently removed, care was withdrawn, and the patient expired at the time of explant. There is not enough information to exclude the impella device as an associated factor in the patient's demise.